Event description:
The customer reported that he is not get any tones from device during power on test. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.